Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 8/26/2020. H.6. Investigation: five photos and one loose 1ml syringe with a needle attached were received and evaluated. It was observed in the photos there was a small white cylindrical foreign matter particle in the fluid path. In the physical sample, no foreign matter was observed in the fluid path, but the cannula appeared to be clogged as no light could pass though. The foreign matter could not be confirmed to have originated from the manufacturing site as the sample was manipulated. Additionally, the sample was decontaminated, and no foreign matter was present inside the fluid path of the syringe during evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml ll w/o dn contained foreign matter. The following information was provided by the initial reporter: "on (B)(6)2020 the doctor of qinhuangdao first hospital used the injection to connect the filter needle to extract the liquid, and then replaced the injection needle. Before the injection, it was found that there was a suspended foreign matter in the liquid in the syringe; the product was scrapped and the doctor asked to investigate the source of the foreign matter .".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1 ml ll w/o dn contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2020 the doctor of (B)(6) hospital used the injection to connect the filter needle to extract the liquid, and then replaced the injection needle. Before the injection, it was found that there was a suspended foreign matter in the liquid in the syringe; the product was scrapped and the doctor asked to investigate the source of the foreign matter."